Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer delivered correction injection via manual insulin therapy to address the elevated bg. A system check was performed by tandem technical support, and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion.